Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts that the user believed were resolved but recurred multiple times, and the alerts cleared only after the user changed the infusion set following troubleshooting and education. No adverse clinical symptoms associated with interrupted insulin delivery consistent with an occlusion event. Outcomes included resolution of the occlusion after the infusion set was replaced. Investigation included troubleshooting with the user and a review of use conditions. Investigation of this case revealed that the infusion set had been worn beyond the recommended change interval, and the occlusion resolved after supply replacement, consistent with use-related occlusion at the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with extended wear of the infusion set leading to occlusion.